Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: "a result in the 200's" mg/dl (compact plus) and "a result in the 500's" mg/dl (hospital meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.